Manufacturer narrative:
Insulin pump passed self test and error alarm test. No unexpected restart alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube cracked and missing end cap sticker. No button error alarm.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 371 mg/dl. Customer responded maybe a little when asked if he recalled any significant events that may caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.